Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that the patient experienced scarring due to sensor wear. The patient did not provide a specific date of incidence. There was no alleged device malfunction. No additional event or patient information is available.